Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, the subject device had temporary image noise when outside the abdominal cavity. The issue occurred at the beginning of an unspecified therapeutic procedure and was completed using the same device as is. No delay and no patient harm were reported by the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: failure of universal cable. In addition, the following reportable malfunctions were identified during the device evaluation: light guide bundle chipped and insertion tube dent should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.